Event description:
Imprint of tampon on skin, tampons burned off six layers inside - vagina [chemical burn of genitalia]. Immune system shut down [immune system disorder]. Fever of 105 [pyrexia]. Puking [vomiting]. Vagina swollen [vulvovaginal swelling]. Pain- vagina [vulvovaginal pain]. Would scream and fall to my knees when I would pee, pain [dysuria]. A spontaneous report was received via social media on 05-aug-2020 from (B)(6) female consumer stating she bought l. Tampons about 3 months ago, and after her periodic cycle on an unspecified date she woke up with a fever of 105 and was puking. Her vagina was swollen, so she went to the hospital. She reported she was in pain, and her immune system shut down. Pain medicine did not work. She had surgery, and there was an imprint of the tampon on her skin; the tampons burned off 6 layers inside her, and she had to get it removed. She was in ICU (intensive care unit) for a week, and on bed rest at home for 2 months. She reported she would scream and fall to her knees when she would pee or try to sit up, she had never been in so much pain for so long. The event outcomes were not stated. The case outcome was unknown. Relevant history: none reported. Concomitant product(s): none reported. No further information was provided.